Event description:
It was reported that after the doctor deployed the filter, it was noted that most of the legs were crossed. The device remains in the patient. No injury to the patient reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the limited information received, the results of the investigation are inconclusive and the root cause is unknown.